Event description:
(B)(4). I had my essure coils removed on (B)(6) 2014. I had 3 months of feeling no effects previously reported. Then my symptoms started coming back. Plus new ones have surfaced since this time. I am currently experiencing daily severe upper abdominal pain caused by polyps in my gallbladder. And currently experiencing severe pelvic pain due to ovarian cysts on my ovaries. Abnormal abdominal swelling , pain after and during intercourse, memory retention issues and mood swings.

Event description:
This is a list of my side effects and symptoms. The onset of my complaint started on (B)(6) 2010 that I have experienced due to essure. Severe lower back pain-daily; migraines- 2-4 on a weekly basis; I was implanted with a medical device implant called essure on (B)(6) 2010. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is 731686. My model number is (ess305, ess205) if you know it. This device has a three year shelf life; however, I do not have that expiration date. Excessive pelvic pain and cramping; spotting a week before menstrual cycle, 3 days of heavy bleeding/with cramping followed by a week of leaking vaginal fluid. Very irregular menstrual cycle; diarrhea a week prior to menstrual cycle; swollen abdomen, swollen hands, and feet; excessive cramping post sexual intercourse; numbness in labia; loss of libido; extreme emotional highs and lows; night sweats loss of energy; hair loss; I have been seen by 2 doctors. I have been diagnosed with the following conditions dysmenorrheal, severe abdominal pain. I have had the following surgeries due to essure hysterectomy scheduled for (B)(6) 2014. The device is still inside of me. The left coil has migrated through my tube and is lodged near my right kidney. (B)(4).

Event description:
(B)(4). Partial hysterectomy completed, ovaries left- (B)(6) 2014. Since that time, I have had numerous issues regarding auto immune issues. Was diagnosed with fibromyalgia. The urologist suspect interstitial cystitis. ER visit on (B)(6) 2015 due to pain in chest and back right shoulder blade. ER visit (B)(6) 2016 due to kidney pain. CT scan for kidney stones on (B)(6) 2016, emergency surgery for kidney stones, (B)(6) 2016. Stint places for two week to help pass stone. CT scan for kidney stones (B)(6) 2016. Three stones present, one stone passed. Maxalt prescribed for migraines. Referred to physical therapist to treat muscle pain on (B)(6) 2015. CT scan on brain for possible stroke on (B)(6) 2016. Referred to orthopedic doctor for bi lateral hip pain. X ray and cortisone injections in both hips on (B)(6) 2015. Referral to gen. Surgeon for gallbladder disease on (B)(6) 2016. Gallbladder removal surgery with hernia repair done on (B)(6) 2016. I still suffer rashes on my arms and legs. Still have an allergic reaction when I consume alcohol. Still have abdominal swelling.